Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse saw that there was evidence of weak sample mixing and replaced the sample 1 (s1) probe mixer. System was fully functional upon departure. Siemens concluded that the potential cause was the s1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant, falsely depressed carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument. Sid (B)(6) was repeated on the same instrument then on the alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the three discordant, falsely depressed carbon dioxide patient results.